Manufacturer narrative:
One medfusion pump was returned in good condition with no appearance of physical damage. The event history log was reviewed and there was a base hardware failure-failed code 24.000. The power up process was conducted and the base hardware failure was found at power up. The interconnect board does not operate as intended. The interconnect board was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a base hardware failure. It was also reported that the pump needs service and would not recognize the battery. There was patient or clinical injury.